Event description:
Info was received that a remote cave alert for lv impedance higher than 3000 ohms (distal IV to rv coil) in (B)(6) 2014. Since then impedance is between 450 and 3000 ohms. During the test, the impedance is between 420 and 730 ohms. The pacing threshold is 1.5 v at 0.8 ms. Impedance is 3000 ohms in bipolar configuration and 160 ohms for the proximal lv to rv coil. A new epicardial lead will be implanted.